Event description:
It was reported that the event involved a male pt while in the cvts ot iii (cardio vascular thoracic surgery operating theatre). The md attempted to insert the intra-aortic balloon (iab) sheathless via right femoral artery when blood leaked out through the junction of the iab. As a result, the insertion was stopped and the iab was removed. A new kit was opened and inserted sheathless via the same insertion site (right femoral artery) successfully and continued with counter pulsation. No report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. There was no delay or interruption in therapy noted. The pt outcome is the pt shifted to the intensive care unit and then continued on to the ward. The pt was still admitted and awaiting for discharge.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.